Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("unimaginably haemorrhagic periods") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), frequent headaches ("daily headaches / occipital pain"), neck pain ("daily neck pain"), depression ("depression"), herpes zoster ("shingles"), alopecia ("hair loss"), abdominal distension ("bloating"), iron deficiency anaemia ("iron and ferritin deficiency anaemia"), fatigue ("the most difficult to with is unbearable fatigue to the point that I no longer have any social life because I have to use all my energy to go to work"), occipital headache ("occipital pain"), tinnitus ("tinnitus"), eye pruritus ("incessantly itching eyes"), dural arteriovenous fistula ("dural fistula") and embolism ("embolised twice"). At the time of the report, the depression had resolved and the heavy menstrual bleeding, frequent headaches, neck pain, herpes zoster, abdominal distension, iron deficiency anaemia, fatigue, tinnitus, eye pruritus, dural arteriovenous fistula and embolism had not resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, frequent headaches, neck pain, depression, herpes zoster, alopecia, abdominal distension, iron deficiency anaemia, fatigue, occipital headache, tinnitus, eye pruritus, dural arteriovenous fistula or embolism. The reporter commented: date of onset: (B)(6) 2015. Icannot provide an exact date but I would say the troubles started quickly. In the last 9 years, my life changed dramatically. I have to go to bed at 8.00 p.m. Or 9.00 p.m. To remain functional. Until last week, none of my gynaecologists (over the last 9 years, I saw several of them on several occasions) was able to advise me that haemorrhagic periods could be caused by essure. I am disgusted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 01-aug-2023. The most recent information was received on 09-aug-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of heavy menstrual bleeding ("unimaginably haemorrhagic periods") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On unknown dates she experienced heavy menstrual bleeding (seriousness criterion medically important), frequent headaches ("daily headaches / occipital pain"), neck pain ("daily neck pain"), depression ("depression"), herpes zoster ("shingles"), alopecia ("hair loss"), abdominal distension ("bloating"), iron deficiency anaemia ("iron and ferritin deficiency anaemia"), fatigue ("the most difficult to with is unbearable fatigue to the point that I no longer have any social life because I have to use all my energy to go to work"), occipital headache ("occipital pain"), tinnitus ("tinnitus"), eye pruritus ("incessantly itching eyes") and dural arteriovenous fistula ("dural fistula embolised twice"). At the time of the report, the depression had resolved and the heavy menstrual bleeding, frequent headaches, neck pain, herpes zoster, abdominal distension, iron deficiency anaemia, fatigue, tinnitus, eye pruritus and dural arteriovenous fistula had not resolved. No causality assessment was received for essure with regard to heavy menstrual bleeding, frequent headaches, neck pain, depression, herpes zoster, alopecia, abdominal distension, iron deficiency anaemia, fatigue, occipital headache, tinnitus, eye pruritus or dural arteriovenous fistula. The reporter commented: date of onset: (B)(6) 2015. I cannot provide an exact date but I would say the troubles started quickly in the last 9 years, my life changed dramatically. I have to go to bed at 8.00 p.m. Or 9.00 p.m. To remain functional. Until last week, none of my gynaecologists (over the last 9 years, I saw several of them on several occasions) was able to advise me that haemorrhagic periods could be caused by essure. I am disgusted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 09-aug-2023: quality safety evaluation of ptc. After internal review the events "dural fistula" and "embolised twice" were clubbed at dural fistula embolised twice". Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.